Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) lost signal to the ilet for approximately 2.5 hours during the night, with connection restored and the patient¿s blood glucose in range when the signal returned, consistent with an intermittent communication failure associated with the antenna/electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the patient and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.